Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of right distal humerus. After reduction, the surgeon inserted and fixed the screws sequentially. Locking screws inserted distally were scheduled to be torqued at the end of the procedure. After that, the surgeon fixed the third bone fragment using another company's device to fix a screw inserted from the back to the front. At the end of the procedure, when the surgeon was applying the inserted locking screws torque, the head of the locking screw inserted into the 5th hole from the distal end of the plate got stuck in a driver bit and broke. The shaft of the broken locking screw was removed from the patient¿s body. The surgeon inserted another locking screw and completed the surgery within 30 minutes delay. The patient outcome was reported as stable. No further information is available. This report is for one (1) unk - screwdrivers. This is report 2 of 2 for (B)(4).